Manufacturer narrative:
Product has been requested to be returned, but has not been received. This report is made based solely on the customer's reported issue. Not: instructions for use state: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).

Event description:
Customer reported the alarm has power yet does not sound when weight is removed from the sensor. Customer tested the alarm with a different sensor and the issue continues. Batteries have been replaced with a new supply. Customer stated this was discovered during set up while caregiver was at bedside but could not provide a date when found. No patient incident or injury reported.